Event description:
Boston scientific received information that this right ventricular (rv) lead and associated pacemaker exhibited high out of range pacing impedance greater than 2,000 ohms. The patient felt dizzy on treadmill and chest x-ray showed that the rv lead was dislodged to the right atrium. Additional information was received from the boston scientific field representative that the lead was tested with the device prior to the procedure and got the same measurements with the clinic. The rv lead was successfully reposition but had high out of range (oor) pacing impedance of 2,000 ohms thereafter; so, the physician explanted the lead and replaced it successfully. All measurements were normal. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.